Event description:
It was reported that during a subintimal recanalisation vascular intervention procedure, a catheter hub detachment occurred. The lesion was located in the left superficial femoral artery (sfa). The access site was the contralateral femoral artery. An amplatz stiff guide wire was used. A 6 fr 45cm sheath from another manufacturer was placed into the distal left external iliac artery. A 6x79mm sentinol stent was deployed in the left superficial femoral artery. A sentinol stent 6x59x750 was then advanced to the proximal superficial femoral artery. During deployment, the catheter hub detached. Withdrawal difficulty was reported. The sheath was pulled back. The stent was difficult to deploy. The stent moved and deployed partially in the common femoral artery and in the superficial femoral artery. No patient injuries or complications were reported. The patient's status is "stable."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.